Event description:
During preparation for a procedure, the neuron max 8f 088 delivery catheter was removed from its package and was noted to be kinked. The catheter was not used for the procedure.

Manufacturer narrative:
Result: the neuron max 088 delivery catheter is kinked approximately 35.5 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates during the removal of the neuron max 088 from the package, the physician found the neuron max 088 kinked. Evaluation of the returned device confirmed a kink in the neuron max 088 delivery catheter approximately 35.5 cm from the distal tip. The location of the kink in the catheter would have been protected from damage by the shipping tube mounted to the packaging card. These devices are 100% visually inspected for damage during packaging. Therefore, this damage likely occurred as a result of improper handling of the device during removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.